Event description:
Information received indicated the siderail will not latch.

Manufacturer narrative:
The technician found foreign material in the latch mechanism which prevented it from locking. The technician cleaned the latch mechanism to repair the bed.